Event description:
Customer went to the emergency room and was later hospitalized in the intensive care unit (ICU) due to a diabetes-related issue while using the pump and related supplies. The highest recorded blood glucose level was 599 mg/dl. No injury was reported, and there was no observed issue with the pump, cartridge, infusion set, or insulin. Customer received IV fluids and insulin treatment, which resolved the issue, and no permanent damage was identified by healthcare professionals. Customer was released from the ICU on (B)(6) 2025.